Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was sent to zoll medical coporation for evalaution and the device performed to specification. The device was put through extensive testing including bench handling, power cycling, on/off current testing, and functional stress testing using test batteries without duplicating the report. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.